Event description:
Dr "urology" used the product while in implant surgery. It led to difficult complication/ problem. On (B)(6) 2014 had a pubovaginal sling surgery as it's called axis, only realized and learned these sling names after surgery when reading my medical reports, when complications happened in 2014. Bladder damage (destroy), multiple scar tissues, with multiple vaginal implant surgeries caused complications; bleeding/blood clotting/incontinence/she says sling might be too tight for indwelling cath - still having complication. Pelvic pain - ER, chest pain - right side rib pain, bladder pain, infection/uti, caused more anxiety/panic attack. Repeated sling - wrong meds over-medicated. Pain increased. Got worse, complicated. Aggravating ongoing pain - bleeding. Strength: 1 to 2 every 4 hours, 325 mg hydrocodone (B)(6) 2014. Frequency: hospital stay was given to me every 4 hours. How was it taken or used: injection IV. Also given inj IV on (B)(6) 2014. Date the person first started taking or using the product: (B)(6) 2014. Surgery: (B)(6) 2014. Date the person stopped taking or using the product: (B)(6) 2015. Did the person stop after the person reduced the dose or stopped taking or using the product: no. Stress incontinence surgery go back in to repeat sling - sling to tight. Grade 3 stress incontinence. Also wrong meds given for pain. Dr repeated sling surgery - implanted device. These manufacturers should be at fault "reable" for selling this device. Went in ER several times since surgery implant of sling and repeated surgery sling in 2014.